Manufacturer narrative:
(B)(4). The device is reportedly unavailable for investigation. The device history review could not be conducted since the lot number was not provided. The manufacturer will continue to monitor and trend related events.

Event description:
During a vaginal hysterectomy the capio device was deployed and the anchor end did not come back after deployment. Additional information indicated the suture was cut and the needle remained inside the patient. The patient's condition was reported as fine.